Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged. A lead revision was performed and this rv lead was successfully repositioned. No adverse patient effects were reported.

Manufacturer narrative:
This ra lead remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.